Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front ECG electrodes. The area was described to have splitting skin. The patient was using neosporin and a band-aid on the area. During a follow up, it was reported that the wounds were starting to ooze and that he was going to speak to a medical professional. A final follow up with the patient indicated that the irritation had improved after the patient removed the device at the suggestion of his doctor. The doctor advised the patient to remove the device to allow the wound to air out.